Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 at 4 am, the patient experienced a blood glucose (bg) value of 560mg/dl with large ketones and vomiting. The patient was reportedly not hospitalized and no medical intervention was needed. The patient reportedly slept through a loss of prime warning emitted by the pump, the alarm went unconfirmed and when the patient awoke, she had experienced the bg excursion noted above. The reporter claimed that the loss of prime issue has been occurring since (B)(6) and has been ongoing. The patient reportedly disconnected from the pump, had changed out the site/set and cartridge, verified that the cartridge was secured tightly to the pump and used room temperature insulin and then was treated with insulin via a syringe. At 3 pm, the patient's bg reportedly went down to 180 mg/dl. There were no associated alarms noted in the pump's history. A review of the pump's history indicated that the pump recorded the pump's programmed basal rates. It was also noted that during the review of the pump's history, there was one unexplained basal rate of 0.0 units and customer support (cs) stated that this may have been due to the unconfirmed alarm. Cs advised the reporter that the loss of prime issue can occasionally occur, but that insulin delivery would not cease and instructed the reporter and the patient if the issue occurs, to disconnect from the pump and to prime the pump before resuming back on insulin pump therapy. The pump is not being returned and the patient resumed back on insulin pump therapy. This complaint is being reported because of the patient's hyperglycemic event. This complaint is also being reported due to the loss of prime issue; use error was determined by cs as the reporter and the patient did not respond appropriately to the pump's appropriately emitted alarms. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident was not available for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A loss of prime warning was induced during testing and the pump gave the appropriate audio-visual alerts.